Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) visited the clinic and reported a syncopal event that led to the device delivering shock therapy. The patient reported falling and sustaining head and back injuries. The health care professional (hcp) interrogated device and called technical services (ts) for further review of the presenting electrogram (egm). Upon review the egm showed a sensor driven atrial paced beat falls directly on a premature ventricular contraction (pvc). This beat gets blanked and device subsequently paces after back up ventricular rate ends. This appears to fall on the tw wave and induces ventricular fibrillation (vf) arrhythmia. The device delivers a single shock and converts the rhythm. Ts discussed programming optimization recommendations. At this time, the ICD remains in service. No additional adverse patient effects were reported.